Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4): analysis of the catheter (s/n: (B)(4)) showed no significant anomaly and was returned in segments. Analysis of the pump (s/n: (B)(4)) showed no anomaly.

Event description:
It was reported a pump device set was removed due to infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.